Manufacturer narrative:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system. During the procedure, the abutment was removed and an implant was placed on the internal fixture. This report is submitted on 20 may 2021.

Manufacturer narrative:
This report is submitted on november 16, 2020.

Event description:
Per the clinic, the patient experienced skin overgrowth on the abutment, and was treated with a topical steroid cream (specific duration not reported). The implanted device remains.